Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at both ipg and lead incision sites. Symptoms included redness and drainage. The incisions were healing quite right. It was believed that the infection was a result of implant procedure, and not related to the device. The patient was prescribed antibiotics. The infection was significantly improved.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had developed an infection at both ipg and lead incision sites. Symptoms included redness and drainage. The incisions were healing quite right. It was believed that the infection was a result of implant procedure, and not related to the device. The patient was prescribed antibiotics. The infection was significantly improved.